Manufacturer narrative:
Second medical device lot #: 6096716. Second medical device expiration date: 04/30/2017. (B)(6). Second device manufacture date: 04/05/2016. Results: a sample was not returned for evaluation. Photo evaluation was conducted. The instructions for use for catalog 362795, evacuated blood collection tube, were reviewed, and we do not have specific statements regarding freezing of tubes; however, there is another plastic tube (16x100 with a liquid additive) for which the freezing and thawing of specimens has been characterized. 1) it is recommended to freeze specimens in an open wire rack, as styrofoam tray may cause cracking. 2) if tubes are to be kept at temperatures below -20ºc, freeze them first at -20ºc for 24 hours, then transfer them to -70ºc or -80ºc. When thawing, the tubes should be thawed at 18 ºc to 25 ºc for two hours in an open wire rack and should not be thawed at temperatures above 25 ºc. Given the tube configuration is different from our studies, a study would need to be conducted to determine the exact instructions (like that outlined in number 2 above) for freezing and thawing. However, it is believed the overall principles should apply. Conclusion: there were no related quality notifications. All process and final inspections comply with specification requirements. The photo shows that the tube is cracked. The tube in the photo appeared to be frozen. (B)(4).

Event description:
It was reported that bd¿ vacutainer¿ plasma preparation tube k2edta gel additive with bd hemogard closure were breaking due to thermal shock. .